Event description:
It was reported that pump displayed malfunction alarm code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and call back if malfunction appeared again, which customer acknowledged and understood.